Event description:
(B)(4). I have severe abdominal pain during my menses that go into my thighs, I have cramping even when I'm not on my menses, I have extreme heavy flow during periods with clots bigger than a quarter, I get really nauseated while on my period, I have rash that comes and goes all over my body. My teeth have been chipping easily, I have more cavities, I have had 2 teeth pulled and a root canal all in a 2 year period since I had essure placed.